Event description:
Caller states the pt tested 4.1 inr on the coaguchek s system and 3.0 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Caller was unsure which coaguchek meter produced result.